Event description:
A nurse reported a patient with a suspicious inflammatory process following intraocular lens (iol) implant surgery. Additional information was received in a follow up phone call that the facility uses enzyme cleaners for their sterilization process. In a follow up, the nurse reported the patient presented at one day postoperatively with corneal edema. The current diagnosis is tass (toxic anterior segment syndrome). No cultures were taken. The patient was referred to a retinal specialist and treated with medications.

Manufacturer narrative:
Evaluation summary: investigation of batch records compounding and filling: no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. Our lab has retested the retention samples and all results on the retain samples "are conform" the specifications for the tested parameters (ph, osmo, lal). No complaint sample was returned. Analysis results within specification. There has been one other similar complaint reported in the lot number. Additional information was requested on 03/23/2012 and 04/17/2012 by phone, fax, and mail. Additional information was received in a follow up phone call on 03/27/2012. A completed questionnaire was received on 04/03/2012. (B)(4).